Event description:
It was reported the device was used during a thoracic apical resection procedure. It was reported by the affiliate that after the jaws of the device were closed, the surgeon experienced difficulty in firing the device. The surgeon finally managed to fire the device. It was stated that the device was empty and that it jammed. The procedure had to be converted to open.